Event description:
Customer reported the device would not charge properly during daily testing; no pt involvement. Service rep duplicated the report condition. Device was repaired and proper operation was confirmed.